Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to the physical damage to display anomaly. The pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that her son fell on the pump and the display was broken and cracked. The product was returned for analysis.